Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in rapid atrial fibrillation (af) when the patient received an inappropriate shock. The rate exceeded the supra ventricular tachycardia (svt) limit. Post-shock, the device began oversensing t-waves which led to another shock. The device remains in use. No further patient complications have been reported as a result of this event.